Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock lead impedance out of range. Technical services (ts) was consulted and noted noise signals as well. The lead remains in service. No adverse patient effects were reported.